Event description:
Please reference the attached user facility medwatch.

Manufacturer narrative:
(B)(4). Damaged pcb component, nicked knife. The following information was requested, but unavailable: when the surgeon stated that the device was stapling inconsistently. Does this mean that the when the device was fired the staple line was incomplete or there were missing staples in the staple line? Or does that mean that the device fired one time and then did not fire again? How was the procedure completed? What color cartridge was being used during the firing that the surgeon had problems with? Were they using buttressing material? Was there any trouble opening the device and removing the device from the tissue? Do you have the surgeons name? The analysis found that one ple60a device was returned in good visual condition and with no cartridge loaded on the device. Upon firing, the device continues its firing once the firing trigger is actuated and released. The knife did not return automatically to home position; the firing switch was noted to be not working properly leading the failure mode found during testing. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The batch record was reviewed and no anomalies were noted during the manufacturing process.